Event description:
The patient said the up, down and ok buttons needed to be pressed several times to activate desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with a stripped battery cap that would not attach appropriately; a test cap was used to complete testing. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons are intermittently responsive and require excessive force to operate. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The device was received on (B)(4) 2011, not on (B)(4) 2011 as originally reported.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a final report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.